Event description:
It was reported that 2 bd phaseal¿ optima injectors (n40-o) disconnected from the braun pump tubing during use and leaked out medication. The following information was provided by the initial reporter: "12/1/2022 there were 2 events... All 3 of these events involved a spill... The device is not connecting properly. The connection between the braun pump tubing and the bd closed system and syringes is not holding securely. There have been other instances caught before a patient was involved. ¿ was there a luer disconnection? Yes ¿ is there an issue related to the flow of medication? No."

Manufacturer narrative:
H6: investigation summary no physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2206302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that 2 bd phaseal¿ optima injectors (n40-o) disconnected from the braun pump tubing during use and leaked out medication. The following information was provided by the initial reporter: "(B)(6) 2022 there were 2 events. All 3 of these events involved a spill. The device is not connecting properly. The connection between the braun pump tubing and the bd closed system and syringes is not holding securely. There have been other instances caught before a patient was involved. Was there a luer disconnection? Yes. Is there an issue related to the flow of medication? No".

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch # mw5114638. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.